Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: please provide lot number. Please provide procedure name. Note: events reported via mw # 2210968-2020-09620, 2210968-2020-09621, 2210968-2020-09622. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent and unknown surgery on 11/19/2020 and suture was used. During the procedure, the needle was detached from the suture easily during interrupted suturing. It was a control release needle. There were no adverse consequences to the patient.